Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.0; reference: 2.6; mean: 3.30; confidence limits: 1.9-4.6. The 1.3 inr was excluded from comparison test since no corresponding lab inr result was provided on (B) (6) 2010. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis revealed inratio and lab inr results reported by end user meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Per general description of the complaint, it was revealed that the patient's coumadin dose was increased upon receiving inratio inr result of 1.3. As of (B) (6) 2010, fourteen discrepant result complaints were reported for lot #225434 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.3; lab: ng. Date: (B) (6) 2010, inratio: 4.0; lab: 2.6.